Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint ¿the hook part on the instrument is broken". The instrument was not found to have any of the distal end components broken. Additional findings not reported by site: the instrument was found with a segment of the conductor wire dislodged from the grip. The dislodged grip may have caused the grips to not open/close as expected. The root cause of this failure is attributed to a component failure. The instrument was found to have damage of the conductor wire¿s insulation. The instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. The instruments conductor wire was seated back into the grips groove using an in-house tool. The instrument was installed on an in-house system. The instrument passed the recognition and engagement test. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened/closed as expected. The instrument was examined y an advanced failure analysis engineer which confirmed that there was no distal end components broken. Damage was found on the grip pins. The instrument passed recognition, engagement, intuitive motion and electrical continuity tests. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments (with the exception of the 30 degree endoscope) were reused in subsequent procedures, a site review shows no complaint filed against the instruments. Images sent by the customer were reviewed by clinical development engineering (cse) and the following observation were obtained: "the pictures do show a broken force bipolar instrument grasping onto tissue outside of the patient with the cannula. It looks like the lower part of the grip broke and is held under tension by the cables. Failure analysis investigation should help give us more information on the failure. Given that it¿s an inguinal hernia repair, the tissue could have come from the peritoneum, which would be fascia, or the contents of the hernia sac (if any). If it was actually just peritoneum, then I wouldn¿t expect any extra repair to be performed outside of normal fascial closure at the end of the procedure. It would be good to ask the customer to confirm the tissue that was cut out and how it affected the fascial closure to then inform reportability" the force bipolar instrument is a multi-use instrument with bipolar energy capability. This instrument is designed for dissection, grasping, retraction, and bipolar coagulation of tissue. This instrument allows the user to temporarily apply a strong grip mode, depending on surgical needs. This complaint does not involve an adverse event as the tissue that was cut to remove he clamped instrument was the hernia sac, which was planned to be transected as part of the procedure. This complaint is classified as a reportable malfunction due to the following conclusion: failure analysis of the force bipolar instrument was completed, and it was found to have damage to the conductor wire insulation with no evidence of mishandling or misuse. The instrument passed an electrical continuity test. The damaged conductor wire has potential for electrical discharge at a location other than intended and thus, is a reportable malfunction. Although there was no patient injury that resulted from the damaged conductor wire, if the event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair-bilateral procedure, the force bipolar instrument broke at the wrist and could not release tissue. The surgeon physically cut tissue to remove the instrument from the tissue. The cannula could not be removed without shearing tissue. The cannula and the instrument were then removed together from the patient. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with isi clinical sales representative (csr) and obtained the following information: she was not present during the case but spoke to the robotic coordinator who was present. The cable of the force bipolar instrument snapped at the wrist and the surgeon was unable to straighten the instrument to be removed from the cannula. The bedside staff removed the cannula and the instrument together out of the patient and as it was being removed, the broken cable of the instrument cut tissue. The instrument was not in "strong grip mode" when the issue occurred. She is not sure what tissue the instrument cut or what tissue the instrument was grasping at that time. She confirmed that there were no fragments that fell into the patient, no bleeding, and that the surgeon did not have to do any repairs or re-operation. The procedure was completed as planned using a backup fenestrated bipolar forceps. There were no post-operative complications and the patient was discharged home the same day. On 05-may-2021, isi followed up with robotic coordinator and obtained the following information: there was no malfunction of an isi system, instrument or accessory. The instrument was inspected before use and there was nothing out of the ordinary. The issue occurred during dissection. The force bipolar was grasping fascia when it broke. The instrument was locked closed and could not unclamp. The site attempted to use the instrument release (irk) key to open the jaws but it did not work. The surgeon had to cut tissue to release it from the grasp of the force bipolar instrument. The fascia was repaired with an extra stitch and cautery. There was no functional loss of tissue. After removal of the instrument from the patient`s abdomen, the force bipolar was forced open using a clamp off the sterile field. It was confirmed that there was no fragment from the instrument that fell into the patient and the instrument was not in strong grip mode. The surgeon/site does not know what caused the intraoperative complications. On 10-may-2021, isi followed up with robotic coordinator and obtained the following information: the abdominal wall (skin) incision was enlarged a little as the cannula (with instrument attached) could not be removed from the port incision. The surgeon repaired the port side incision with an extra suture and cautery. The peritoneum did not have to be repaired. On 10-may-2021, isi followed up with robotic coordinator who spoke to the surgeon and obtained the following information: the tissue that was cut was the hernia sac, which was planned to be transected as part of the procedure. The surgeon did not have to cut additional tissue to release the force bipolar instrument. The fascia layers and abdominal skin were closed as per normal. No additional tissue suturing or cauterization of tissue took place.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02: on 8-july-2021, intuitive surgical, inc. (Isi) received the following additional information from failure analysis: the instrument was retested on a tissue replica to see if the instruments grips would get stuck. The tissue was grabbed, and the orientation of the grip was positioned in a way to potentially cause the grips to be removed from the socket area. After multiple failed attempts at trying to get the grips to get stuck on the faux tissue, it was determined that the instrument grips were functioning correctly. It should be noted, however, that the dislodged conductor wire, as previously mentioned in the primary failure analysis, did contribute to intermittent resistance felt when manually manipulating the grips. Perhaps this dislodged conductor wire was the reason why the grips were stuck, but it is unclear.